Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that during the positioning of a pt the couch moved out when the customer engaged the "load" function from the multi-functional footswitch and control panel. The field service engineer (fse) confirmed there was no harm to a pt, bystander, or operator. The customer rebooted the system to resolve the issue. The fse found that an error in the bug report reported that the "horizontal out" button was stuck.